Manufacturer narrative:
Section d4 - primary UDI number: this section was corrected from (B)(4). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends for the issue for the product. Device history review did not identify any non-conformances or deviations with the likely cause lot number and complaint issue. The overall performance of the alinity I stat high sensitive troponin-I assay in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient results for lot 57638ud00 (which contains the same bulk material as lot 57601ud00) is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lots 57638ud00 and 57601ud00. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 57601ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for a patient sample. The following data was provided: (B)(6) 2024 sample ID (B)(6) initial result = 120.146 ng/l, repeat results = 2.365 ng/l, <2.200 ng/l, <2.200 ng/l, 2.817 ng/l same patient, new sample; sample ID (B)(6) initial = <2.200 ng/l, repeat = <2.200 ng/l the patient was kept in the emergency room and underwent a second ECG. No impact, or negative impact to patient management was reported.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for a patient sample. The following data was provided: (B)(6) 2024 sample ID (B)(6) initial result = 120.146 ng/l, repeat results = 2.365 ng/l, <2.200 ng/l, <2.200 ng/l, 2.817 ng/l same patient, new sample; sample ID (B)(6) initial = <2.200 ng/l, repeat = <2.200 ng/l the patient was kept in the emergency room and underwent a second ECG. No impact, or negative impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6). All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21.